Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon realized that the bipolar energy from the maryland bipolar forceps (mbf) instrument did not work, and the black cable looked different than normal. The surgeon tried to remove and change with backup mbf instrument, however, the surgeon could not. The instrument was removed and taken out with the cannula. When the instrument was taken out, the tip of the instrument folded so the cannula stayed between the house and folded tip. To remove the trocar, instrument cables were cut before sending and images were shared. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. The missing fragments did not return with the instrument. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the conductor wire is broken at the bipolar yaw pulley interface.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the surgery, surgeon realized bipolar energy does not work and the black cable looks different than normal. The instrument was changed with a backup but the instrument could not be removed and it was taken out with the cannula. When the instrument was taken out, it was realized that the tip of the instrument folded. So the cannula stay between the house and folded tip. To remove the trocar, instrument cables were cut before sending. There was no reports of fragments falling from the device while used within a patient. The patient did not return to the hospital due to any foreign material complication. Isi did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken main tube at the distal tip, and the proximal clevis was not fully fastened. The missing fragments were not returned with the instrument. Additional observations reported by the customer: the proximal clevis was dislodged. The conductor wire was broken between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. No thermal damage was observed, and adjacent components showed no signs of damage. The grip and pitch cable inside the proximal clevis were fully broken. Due to this complete break, functional testing for motion-related issues could not be performed. No discoloration, corrosion, or contamination was observed on the cable that would indicate improper flushing or rinsing during reprocessing. The probable root cause of the broken instrument main tube and detached fragments is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The probable root cause of the broken distal instrument grip and pitch cables is the forceful removal of the proximal clevis by the customer.

Event description:
Refer to h11 for follow-up information.